Event description:
The surgeon was performing a bankart repair and sub-acromial decompression and went to insert a 5.0 mm ti anchor without predrilling when it stripped. The anchor was removed from the pts glenoid, which cause a delay of one-hour. The surgeon decided to use a 2.8mm ti anchor so they predrilled, inserted the anchor ans when the anchor was fully seated the eyelet sheared. This anchor was left embedded in the pts glenoid. The surgeon decided not to complete the repair. The surgeon does not usethe ao two finger technique.